Manufacturer narrative:
(B)(4) (root cause of event is undetermined). Eval: conclusion: no conclusion can be drawn.

Event description:
The physician deployed a 3.0 mm diameter x 18mm length integrity rapid exchange (rx) bare metal stent in the mid lad of a pt, with no abnormalities noted. Approx two hours post the index procedure, an occlusion was found in a diagonal branch of the lad which required further ballooning to treat the occlusion. The pt was reported to be stable after the procedure.